Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation missing ECG on an implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition before, during, and afterwards.